Manufacturer narrative:
A partial lead with the tip measuring 49.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that noise was observed. The lead was explanted and replaced. No further information was provided.